Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. Patient came in with an st-elevation myocardial infarction. The target lesion was located in the right coronary artery. A 32 x 4.50 rebel stent was advanced to treat the lesion. However, during the delivery of the device, the stent got on the non-bsc guide extension catheter and stent was "messed up." The device was removed from the patient's body and procedure was completed with a smaller stent. No patient complications were reported and the patient status was stable.